Event description:
The patient called the device clinic several days ago stating that he heard his device beeping. He was instructed to go to the clinic that day. He reported no symptoms of palpitations, syncope or shocks. Upon initial interrogation, right ventricular (rv) lead impedance alert showed an impedance of 1008 ohms. Manually the rv lead impedance was 544ohms. Rv lead trend showed a fluctuation from baseline since patient was last seen a month ago. No stored arrhythmic events. Normal sensing. Normal evaluation of thresholds by iterative output testing. The ICD was not reprogrammed. The physician was notified and the patient was evaluated by an ep np. He was admitted with fidelis lead fracture. Prior to procedure, patient underwent pharmacologic nuclear stress test and transthoracic echo (tte) with doppler on yesterday. The patients ICD was explanted and a new ICD was implanted on the right side since the left subclavian system was occluded. The patient preferred the least risky procedure and therefore declined lead extractions. The right atrial (ra) lead & rv lead were capped and a new rv lead was implanted.